Manufacturer narrative:
The complaint could be confirmed, since the revision surgery has already taken place. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is a girdlestone situation with a cement spacer at the former position of the ankle joint visible. This indicates removal due to infection or suspected infection. No further assessment regarding the implants can be made. No assessment possible due to girdlestone situation with a cement spacer. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient was implanted with a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery for reasons that are not available at the time of this report. The patient was implanted with a cement spacer.